Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded an alert for right atrial lead automatic threshold test as greater than programmed amplitude or suspended and the test failure reason could be fusion beats and low evoke response. Technical services stated all of these reasons were closely related and were due to the signal amplitude. The device is operating as programmed and expected and remains in service. No adverse patient effects were reported.